Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, the strain relief was partially detached from the luer. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that the catheter could not be flushed. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter could not be flushed through the flush port. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter was returned for analysis. During product analysis was found that the strain relief was partially detached from the luer.